Manufacturer narrative:
When completed, the investigation results will be submitted in a supplemental report.

Event description:
One spike of size 7 cutting block broke while taking off of femur.

Manufacturer narrative:
An event regarding a break involving a triathlon instrument cutting guide was reported. The event was confirmed. Method & results: device evaluation and results: inspection of the returned device confirmed the break of cutting block. Medical records received and evaluation: not performed as no medical records were available. Device history review: all devices accepted into final stock conformed to specification. Complaint history review: there have been no similar previous reported events for this lot ID. Conclusions: the investigation concluded that the break involving a triathlon instrument express cutting block was caused by a manufacturing nonconformance. It was concluded that the supplier, seabrook international, had not performed the required press fit operation between the pin and block which led to the pin coming out of the assembly. Stryker reserves the right to re-evaluate this investigation if additional relevant information becomes available.

Event description:
One spike of size 7 cutting block broke while taking off of femur.